Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing that led to inappropriate atrial tachy response (atr) events. Technical services (ts) reviewed the stored data, observed farfield oversensing and discussed programming considerations to mitigate the issue. No adverse patient effects were reported. The crt-d remains in service.